Event description:
The customer reported a coulter lh 500 hematology analyzer was generating aspiration errors and erratic conductivity results for latron controls. There was no impact to patient results in connection with this event. The customer requested service.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the blood sampling valve (bsv) resolving the aspiration errors. As preventative maintenance, the fse also replaced the pump modules and needle. The fse determined the rf preamp was the cause of erratic latron conductivity results and replaced the part to resolve the issue. (B)(4).

Manufacturer narrative:
The rf preamp (radio frequency preamplifier) was returned to beckman coulter and evaluated. The rf preamp and detector had no visible damage or defects. To verify performance, the part was tested to simulate the field reported issue of the conductivity (cv%) occasionally shifting from day to day during latron tests, but the simulated test could not duplicate the field reported event. Therefore, the cause of the reported conductivity issue is unknown.